Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2201, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. The consumer gave birth to her fourth child in (B)(6) 2006. She reported that the pain from essure coils being implanted felt as if she was giving birth again, the cramps and spasms were excruciating. She asked the doctor to stop but was informed that he could not as the implant was only in halfway. She was not offered anything for the pain or cramps, which continued for the next 2 days. She missed 2 days of work before the pain and cramping reduced to a more tolerable level. She was not told she was to come back in 3 months to have the coils checked for proper placement. After approximately 3 months, she started experiencing pain in lower back and pelvic area. The pain continued to get worse and her pelvic area felt as if she was being stabbed every second of every day. She contacted her gynecologist who provided her birth control pills to take every day, which then caused continuous menstrual cycle for 3 months non-stop. Approximately 4 months after the implants, she started to experience more pain in lower back and pelvic area, along with weakness and numbness in left leg. She stated that approximately 10 different doctors tried to discover the reason for her pain. She had numerous magnetic resonance imaging exams, computerized tomograms and x-rays, prescription medication and multiple surgeries in a 9 year time frame in the attempt to ease the pain. She went from (B)(6) with no change in diet or exercise. It became harder to walk, to sit, to spend time hiking or enjoying time outside. In (B)(6) 2015, she was at the point where she was in serious pain all day every day, depending on prescription medication to somewhat function. She was having severe cramps during her menstrual cycle with clots, stabbing pain in pelvic area, numbness in leg, migraines, bloating, weight gain, fatigue and ovarian cysts that were described as golf ball size. The consumer went to another gynecologist who scheduled a surgery to (B)(6) 2015. On the date of the surgery her weight was (B)(6) and 4 days after it was down to (B)(6) with little to no activity. Two weeks post-surgery, the stabbing pain in pelvic area had disappeared and the pain her back had slightly dissipated. She was feeling better and looked better. The product technical complaint investigation results which ptc number is (B)(4) was received on 19-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pain all every day (stabbing pain in pelvic area). Then, she underwent a surgery (not specified). This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded and since an intervention was required this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.